Event description:
The customer reported obtaining a result of 5.0 inr at 7:54 am on her coaguchek xs meter (serial number (B)(4)) compared to a result of 2.7 inr on her friend's roche meter (serial number unknown). Different fingers were used for the samples for these results. The same strips were used for both results. The customer stated that the friend's meter was the correct result. There was no treatment received or any changes made to the coumadin. Her therapeutic range is 2.4-3.0 inr. The customer's current condition is good. There was no adverse event. She does not have any antiphospholipid antibodies. She is not on heparin or any direct thrombin inhibitors. There have been no changes in her coumadin, no new medications and not changes in her diet. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 231949-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.